Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the tlc75 device would not fire as the firing knob does not advance. Another device was used to complete the case. There was no consequence to the pt.